Manufacturer narrative:
The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The electrode lot number and expiration date were requested but were not provided. The field service engineer checked the liquid flow path and seals and checked the syringes where he noticed excess air in the sipper syringe. He removed the syringe, cleaned and replaced the seal. He completed the cleaning of the ise modules, replaced the sample probe, and aligned the sample probe. Calibration and qc were acceptable. The investigation is ongoing.

Event description:
There was an allegation of questionable ise indirect gen 2 results from the cobas 8000 cobas ise module. Patient 1 initial potassium result was 5.5 mmol/l and the repeat result was 4.8 mmol/l. Patient 2 initial sodium result was 149 mmol/l and the repeat result was 140 mmol/l. Patient 3 initial sodium result was 148 mmol/l and the repeat result was 140 mmol/l. Patient 4 initial sodium result was 132 mmol/l and the repeat result was 138 mmol/l.